Event description:
It was reported a motor stall was confirmed on the day of this report. The stall was confirmed in the event logs with no motor stall recovery noted. The stall occurred on 2013-(B)(6) and it was noted the patient had an MRI that day. It was also noted the manufacturer representative only checked the pump one time on the day of this report. The type of medication being delivered via the device system was not provided. It was later reported that the device system was used to deliver baclofen and that there was not an interrogation that occurred after the MRI. The reporter was ¿not sure¿ if the patient had any symptoms following the MRI due to the stall. The motor stall reportedly recovered on 2013-(B)(6) when the pump was reinterrrogated after initial interrogation. It was reported the patient was doing ¿doing fine¿. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).